Manufacturer narrative:
(B)(4). D10: 42502806402 - femur trabecular metal cruciate retaining (cr) standard porous - 65667079. 42522100811 - articular surface medial congruent (mc) right 11 mm height use with tibia sizes e-f/cr femur sizes 8-11 - 65411060. 00587806532 - nexgena complete knee solution, trabecular metal standard primary patella - 65473002. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right knee surgery. Subsequently, the patient was revised approximately 8 months later due to tibial loosening. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the patient was also revised due to instability. The poly was also revised due to standard practice. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of use in the form of nicks, gouges, dings and surface scratches. The returned implant also had a peg removed from the body of the implant. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.